Event description:
It was reported that during a mildly tortuous, 90% restenosed previously stented proximal right coronary artery intervention, the 3.5 x 12 mm nc trek balloon ruptured during the third inflation at 18 atmospheres (atm). Reportedly, the physician stated that the previously implanted stent may have had a flared strut. There was no adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: rinato; guide catheter: camino jr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.